Event description:
Customer reported that he was in the hospital for surgery and stated that it was not related to diabetes. He reported that the insulin pump was not working like it should and that his blood glucose was elevated. The blood glucose reading was 228 mg/dl. He was treated with an IV drip at the hospital. He stated that the drive support cap appeared normal. He found no air in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. He stated that the basal rate and bolus wizard settings were correct. He was advised to remove the infusion set from the body and stated that the cannula was not bent or occluded and that the site was not sore or irritated. He reported that he had pressed on the drive support cap and stated that it had made a noise. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.